Event description:
The pt was transported to radiology from the ICU to on the sizewise bed. After the pt's radiology procedure, pt was transported back to ICU. During the pt's return to ICU, the hand control for the bed had caught in the wheel and /or frame and the cord ripped. When the pt arrived back on their floor, pt coded. The nursing staff tried to lower the head section of the bed so that they could administer c.p.r. But it would not lower because the hand control cord had been damaged. The staff had to lower the pt to the floor to administer c.p.r., the pt was revived and pt was removed from the sizewise bed and placed in a normal ICU bed.